Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 12-13 atmospheres, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 12-13 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. During analysis a balloon longitudinal tear was identified beginning approximately 13mm distal to the distal end of the distal marker band and extending approximately 36mm proximally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).